Event description:
It was reported that during a subclavian placement, the anesthesiologist obtained blood flashback, but then encountered difficulty advancing the wire guide. As the physician tried to reposition the wire guide, he observed, under fluoroscopy, the wire seperating. The distal tip of the wire was retained in the soft tissue of the chest. No attempt will be made to remove the separated wire at this time. There were no additional patient complications.